Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia operation, while the device was being applied for mesh fixation, the device was bending and sticking in the trocar. The device was taken out of with trocar and another device was placed to complete the procedure. There was no patient injury.